Manufacturer narrative:
(B)(4).

Event description:
(Os 109.559). The dentist reported that two months after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 60 ncm of primary stability was achieved and immediate load was performed.